Manufacturer narrative:
Complete information for section 9: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29-sep-2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer reported observing error code 1007, unable to process test, activated read failure. While processing quality controls (qc) for hbsag on the architect i2000sr analyzer. During inspection, it was noted that the connector of the pre-trigger solution level sensor had loosened. After tightening it, no further issues occurred. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section 9: (B)(4). Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29-sep-2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer reported observing error code 1007, unable to process test, activated read failure. While processing quality controls (qc) for hbsag on the architect i2000sr analyzer. During inspection, it was noted that the connector of the pre-trigger solution level sensor had loosened. After tightening it, no further issues occurred. There was no reported impact to patient management.